Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp attached to a groshong catheter were returned for evaluation. Visual, microscopic and functional evaluation were performed on the returned device. A partial compound break was noted approximately 4.2cm from the distal end of the cath-lock. The edges of the partial compound break were jagged with both a smooth, rounded and granular surface. The observed characteristics are consistent with damage due to flexural fatigue, which is due to the repetitive kinking of the catheter. Further a split measuring approximately 3.0mm in length was noted migrating from the partial compound break. Therefore, the investigation is confirmed for the reported catheter fracture, deformation due to compressive stress and wear problem.the identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g4, h6(device:2170 and 1250). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post port placement, the catheter was allegedly had large fracture. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some post port placement, the catheter was allegedly had large fracture. The procedure was completed using another device. There was no reported patient injury.